Event description:
It was reported that the patient's ventricular lead showed signs of decreasing sensitivity. It was also noted that there was twave oversensing on this lead as well. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's ventricular lead showed signs of decreasing sensitivity. It was also noted that there was twave oversensing on this lead as well. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event. It was later reported that there were programming changes made to the lead.